Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, a 21mm trifecta valve was implanted secondary to aortic insufficiency. On (B)(6) 2016, a redo avr was required secondary to reports of severe insufficiency. Per report, the surgeon observed a rupture of one of the leaflets supra-annularly. No signs of endocarditis were present. The trifecta valve was explanted a second valve (details unknown) was implanted.

Manufacturer narrative:
(B)(4). The results of this investigation concluded that a tear was observed in the base of leaflet 3, and fibrin was observed on both surfaces of all three leaflets. No acute inflammation or significant calcifications. No evidence was found to suggest the cause of the tear and fibrin was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
In 2003, a 23mm stentless sorin valve was implanted. On (B)(6) 2013, the non-sjm valve was replaced by a 21mm trifecta valve secondary to aortic insufficiency.